Event description:
Event description guidant received information that approximately 10 months ago, this transvenous implantable lead exhibited pacing impedance greater than 2,000 ohms and shocking impedance greater than 125 ohms.